Event description:
The pen needles are not going in smoothly and are very painful. The pen needles pressing into skin without puncturing, requiring force to puncture. Once injection is given, and needle is removed, patient complains of blood.